Manufacturer narrative:
Follow-up #1: date of submission (B)(4)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4)-2018 with the following findings: during investigation, the call service cs 078 occurred after the rewind step. Further testing was not able to be completed due to the call service alarm. The pump was opened and moisture damage was found inside the pump on the circuit boards. Unrelated to the original complaint, investigation revealed the battery compartment was cracked

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.